Event description:
Caller alleged that the following results were obtained on a neonate patient less than 10 minutes apart, with a greater than 25% variance in results: 44 mg/dl (inform meter) and 26 mg/dl (lab) variance = 41% no actions taken based upon device results. No adverse event reported. Requested return of suspect device and replacement was sent.